Event description:
It was reported that while troubleshooting the cardiosave intra-aortic balloon pump (iabp), the iabp was not maintaining the correct date and time. Related tw 466059 - fault code 53. Related tw 456539 - ECG trigger / signal - difficult to obtain / malfunction.

Manufacturer narrative:
The getinge field service engineer (fse) discovered that the iabp was not maintaining the correct date and time installed b.17 software. Full pm, safety, calibration, and functionality checks passed factory specifications. Device is functioning in accordance with factory specifications and is cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.